Event description:
General report received of an unspecified number of over and under deliveries of unspecified narcotics. The customer reported that since the implementation of a computerized charting system at their facility, they have noted discrepancies between the displayed amount the pumps delivered and the amount left in the vials. The pump displayed amounts were reported as "typically 2-3ml off per shift". The customer reported that there have been occurrences of nurses "trying to change (infused) amounts so the computer would allow them to obtain a new flow sheet" for charting. There were two incidents of vials reportedly containing "100mg" and "15ml" less than the amount expected to be left in the vial upon shift change. There were no reported adverse patient effects. Though requested, no further information was available.